Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: va0gdh2, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 13-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they needed to make an appointment to go to their health care professional (hcp) with a manufacturing representative because they needed to find out if the implant was working. The patient further explained that they needed some more education on the device and they inquired if the implant was supposed to stimulate the patient so she knew she had to go the bathroom or urinate. It was confirmed that the implant was not helping with the patient's symptoms 50% or greater and she thought the implant was supposed to alert her when she was getting ready to go to the bathroom but it did not do that. The patient noted that the urine just came out. It was also reported that the patient was getting the poor communication screen. Troubleshooting attempts were made to see if the implant was on and the patient confirmed the antenna was secure and synced with the ins but the issue was not resolved. The patient also placed the patient programmer directly over the ins and synced with the ins but that did not resolve the issue. The patient was redirected to their hcp. Additional information was received. It was reported that the patient went to their health care professional's (hcp) office for the device check last week and they were told that the ins was no longer working and it would need to be replaced. It was stated that at first they were told they would have to wait for the hcp's office to schedule the surgery and today they spoke with the hcp's office and they were waiting to hear back from a manufacturing representative. Additional information was received. It was reported that the cause of the ins not working was due to the ins was depleted. The patient had replacement surgery scheduled for (B)(6) 2018. Additional information was received. It was reported that the patient was not initially told that the battery needed to be checked every 4-6 months. It was stated that the battery life for this patient was this year, however, they were not sure whether to have it removed completely. The patient noted that the poor communication was due to initial insert and now that the patient had surgery on (B)(6) 2018 the patient was unsure if her heart could withstand any procedure. It was also mentioned that nothing had been resolved and they would call to schedule a meeting with the physician to be certain if the device should be removed or if the battery simply just replaced. Additional information was received from friend/family member. They reported that p atient had needed an ins replacement since last year but had some unrelated medical conditions that wouldn't allow. Patient now had clearance from the hcp to go ahead and have ins replaced using a different method such as twilight sleep. Caller states patient was now flowing extensively and needed to get this surgery coordinated with a manufacturer representative (rep). Caller was advised to follow up with hcp to contact rep. Additional information was received from a consumer via a manufacturer representative. It was reported that the patient was not getting symptom relief, so the patient underwent a revision. A new lead was placed, and it was noted that the old lead remains inside the patient¿s body, inactive and uncapped. Intraoperative testing demonstrated s2 motor responses. No further patient complications are anticipated or expected as a result of this event.